Event description:
On (B)(6) 2012, the pump would not turn on during a study session at the hospital. At a training session the day before, there was no issue.

Manufacturer narrative:
Distributor's investigation results: the pump rotor is locked and will not rotate due to a misaligned housing which causes over-current and the pump fuse to blow. The housing position was changed so that the rotor could rotate. It is unknown why the rotor housing was misaligned. Device evaluated by distributor.